Event description:
Health care professional reported that pt had pump for 3 months and then it was replaced because the pt no longer had pain relief. Physician stated that pump did not function well at low infusion rates. The pump had been refilled and monitored and found to not be delivering accurately. Refilled 10/30 with 10 cc of morphine sulfate at 1.5 mg per day. On 11/03 pump read 8.5 ml - actual 1.5 ml and pt stated no pain relief. On 11/06 filled with 10 ml of pfns and programmed to infuse at .45 ml/day - on 11/16 pump read 5.4 ml expected and 4.0 actual. Physician did do dye study and could see contrast flowing into the intrathecal space. In period 10/30 to 11/03 pt would have received 60 mg of drug but did not complain of overdose only loss of pain relief. No explanation offered for this phenomena.